Manufacturer narrative:
It should be noted that MRI exposure is contraindicated when the pump contains drug solution. Internal complaint number: (B)(4).

Event description:
On (B)(6) 2015, the patient's pump was refilled with no issues. On (B)(6) 2015, an MRI scan was ordered by the patient's primary physician. Prior to the MRI scan, the drug was not removed from the pump as required by the instructions for use (IFU). After the MRI scan, the patient began to experience symptoms of over sedation and was admitted to the hospital. On (B)(6) 2015, a pump reservoir volume check was performed and found that the reservoir was empty. At that point, the patient was stable. The patient remained in the ICU until he was released on (B)(6) 2015.